Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized and the "device stopped working". The patient subsequently died. No further information is available at this time.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. There is insufficient information regarding the reported "device stopped working" event. As a result, the reported event could not be confirmed and a possible cause of the reported event could not be determined. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient's cause of death was systolic heart failure. Per the instructions for use, infection, bleeding, right ventricular failure, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event is not related to a manufacturing or servicing issue. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. There is insufficient information regarding the reported event. As a result, the reported event could not be confirmed. With review of the reported information of the device with no confirmed malfunction, a root cause cannot be determined. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Correction: d4 unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a long, complex and prolonged hospitalization. After the vad was implanted the patient required a tracheostomy with bronchoscopy for prolonged intubation. Twelve days after vad implant the patient had a pulseless electrical activity (pea) arrest with cardiopulmonary resuscitation (CPR) and required a right sided temporary competitor pressure support device. The patient had several right heart catheterizations throughout the hospitalization and was found to be volume overloaded and with right sided heart failure. An abdominal computerized tomography (CT) was done due to increasing abdominal distension and a distended gallbladder was observed. The patient became hypotensive with high vasopressor support and abdominal distension increased. A CT angiogram showed extravasation near the gallbladder with a large amount of intraabdominal bleeding. The patient also had an abdominal hemorrhage from a ruptured gallbladder which resulted in profound coagulopathy. The patient was taken to the operating room (or) for an exploratory laparotomy which demonstrated old clot, fresh blood and bloody ascites upon entering the abdomen. This was especially evident around the liver and right upper quadrant. The omentum was adhered to the abdomen ¿probably related to prior lvads¿. The patient returned to the operating room sixteen days later due to peritonitis and wound dehiscence. The abdomen was re-opened at the suture and staple sites from prior exploratory laparotomy and a large amount of cloudy fluid with old blood and clot were cultured and wash out done. The fascia was unable to be closed due to friable, weak tissue and a mesh was placed to close the fascia and wound vac placed. The cultures showed fungal growth and the patient progressed to fungemia. The patient died a month later with cause of death listed as systolic heart failure.